Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device fractured after multiple uses.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Product was returned and examination of the returned part determined that returned tasp lot 63279826 exhibits signs of repeated use ( nicked or gouged ) and anterior section of post has been fractured off, not all pieces returned. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.